Event description:
In 1997, the patient underwent right total hip arthroplasty. Post-op in 98, loosening of the stem was suspected. As a result, in 1999, patient's hip was revised where the femoral stem was removed and replaced.